Event description:
The instructor at the school pushed the chair into the school. They stated they thought it was out of power. The instructor stated she plugged the chair in to charge and the joystick sparked and smoked. The instructed stated no injury or property damage.